Event description:
It was reported that pericardial effusion, tamponade and device explant occurred. A pericardial effusion was noted on echo before the procedure. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. The patient was placed on eliquis. Five hours after the procedure, the patient complained of thoracic pain. An echocardiogram was performed, and showed an increasing pericardial effusion. The location of the effusion was noted to be intra laa distal to the device. A pericardiocentesis was performed, but the bleeding could not be stopped. The patient was transferred to another hospital for surgery. The closure device was explanted, and the laa was ligated. The patient was discharged, and made a full recovery.